Event description:
Reported that the plastic of the external drainage system was cracking at the level cross from the black knob. Customer acknowledged that although this hand occurred numerous times in the last couple of months, this was the first time they reported it. There has been no pt injury. The cracked plastic is being secured by tape, which is frustrating to the nursing staff, because they are constantly checking the level and fiddling with the tape. This facility has external drainage system with lot number 1041435 and 1032445.